Manufacturer narrative:
The lens evaluation revealed the optic to be torn in half with one haptic broken in the gusset.

Event description:
Nurse reports lens was replaced due to a fold crease in the lens optic. The surgeon performed a vitrectomy during the replacement surgery. Pt is reported to be doing well post-operative replacement surgery.